Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic lymph node dissection procedure. Reportedly, the safety shield did not retract after penetration and tore the abdomen muscle. The surgeon converted to an open procedure and sutured to complete the procedure.